Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured uterus"), genital haemorrhage ("non-menstrual bleeding") and device dislocation ("migration of essure device") in a female patient who received essure (ess205) for birth control. The occurrence of additional non-serious events is detailed below. In 2006, the patient started essure (ess205). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain/ cramping"), dysmenorrhoea ("menstrual cramps"), abdominal pain lower ("lower abdominal pain") and anaemia ("anaemia"). The patient was treated with hysterectomy and endometrial ablation. Essure (ess205) was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, device dislocation, abdominal pain, dysmenorrhoea, abdominal pain lower and anaemia outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, device dislocation, abdominal pain, dysmenorrhoea, abdominal pain lower and anaemia to be related to essure (ess205). The reporter commented: on or about (B)(6) 2009, her physician attempted an ablation. On or about (B)(6)2008 a hysterectomy was performed (conflicting information). Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced punctured uterus (seen as uterine perforation), non-menstrual bleeding (seen as genital bleeding) and migration of essure device. These events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube, or into abdominal cavity. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage) and uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case the exact time point of dislocation and perforation are unknown and; given the nature of these events, both were assessed as related to essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since interventions were required (endometrial ablation and hysterectomy) other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("punctured uterus"), genital haemorrhage ("non-menstrual bleeding, abnormal bleeding (general)") and device dislocation ("migration of essure device") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2 ((B)(6) 2001 and (B)(6) 2005), warts, elevated bp, wisdom teeth removal, migraine headache in 2003, gastroesophageal reflux disease in 2003, shortness of breath in 2003, hypertension in 2003, nocturia in 2003, dysplasia in 2003, weakness on (B)(6) 2006, paresthesia on (B)(6) 2006, skin rash on (B)(6) 2007, vaginal delivery, gastric bypass in 2003, bariatric surgery in 2003, mastodynia in 2003, otitis media recurrent, morbid obesity and motor vehicle accident. Previously administered products included for anemia: iron pills from 2006 to 2010; for an unreported indication: b12 vitamins from 2006 to 2010, mobic from 2006 to 2010 and depo-provera in 2007. Concurrent conditions included body mass index normal, hypoglycemia since (B)(6) 2007, metrorrhagia since (B)(6) 2008, tiredness, drug allergy (rash, hives), penicillin allergy (rash, hives), cervical radiculopathy and nasal obstruction. Family history included breast cancer (mother, twin paternal aunts). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) (uti)"), bacterial vaginosis ("infection (bladder/urinary tract/vaginal) (bacterial vaginosis)"), fungal infection ("infection (bladder/urinary tract/vaginal) (yeast infections)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2007, the patient experienced depressed mood ("hormonal changes (feeling depressed)"), mood altered ("hormonal changes (moody)"), weight increased ("weight gain") and syncope ("fainting"). In (B)(6) 2008, the patient experienced anaemia ("chronic anemia") with fatigue, vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced gastroenteritis ("gastrointestinal or digestive system condition (gastroenteritis)") with abdominal pain and headache. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In 2012, the patient experienced visual impairment ("vision/eye problems (vision disturbance)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure device (partially in uterus, rendering ablation dangerous), migration of essure device (partially in uterus, rendering ablation dangerous)"), dysmenorrhoea ("menstrual cramps"), migraine ("migraines / headaches") and breast pain ("breast pain (varies)"). The patient was treated with sumatriptan (imitrex), surgery (hysterectomy (partial)), surgery (endometrial ablation in (B)(6) 2008) and surgery (hysterectomy (partial)). Essure (ess205) was removed in (B)(6) 2008. At the time of the report, the uterine perforation, genital haemorrhage, device dislocation, device expulsion, dysmenorrhoea, depressed mood, mood altered, bladder disorder, urinary tract disorder, migraine, dyspareunia, visual impairment, weight increased, gastroenteritis, syncope, alopecia and breast pain outcome was unknown and the anaemia, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis and fungal infection had resolved. The reporter considered alopecia, anaemia, bacterial vaginosis, bladder disorder, breast pain, depressed mood, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fungal infection, gastroenteritis, genital haemorrhage, menorrhagia, migraine, mood altered, syncope, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: on or about (B)(6) 2009, her physician attempted an ablation. On or about (B)(6) 2008 a hysterectomy was performed (conflicting information). She was not advised of complications that occurred at the time of her essure placement procedure and essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Human chorionic gonadotropin (0.5 - 2.90 miu/ml) - on (B)(6) 2007: < 0.50. Miu/ml; on (B)(6) 2007: < 0.50 miu/ml; on (B)(6) 2008: < 1.00 miu/ml pregnancy test urine - on (B)(6) 2008: negative. Ultrasound scan vagina - on (B)(6) 2007: total bilateral occlusion. Current weight: 171 lbs. Approximate weight at the time of essure placement: 150 lbs. Concerning the injuries in the case, the following ones were described in patient's medical records: anemia, menorrhagia, gastroenteritis, fatigue, dyspareunia, headache. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, treatment drugs, historical drugs and conditions, concomitant drugs and conditions, lab data, new events depression, mood altered, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis, fungal infection, device expulsion, bladder disorder, urinary tract discomfort, migraine, headache, dyspareunia, visual impairment, fatigue, weight increased, gastroenteritis, syncope, alopecia, breast pain and symptom pelvic pain added. Outcome for the events anaemia, vaginal haemorrhage, menorrhagia, urinary tract infection, bacterial vaginosis and fungal infection added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced punctured uterus (seen as uterine perforation), non-menstrual bleeding (seen as genital bleeding) and migration of essure device. These events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation within the fallopian tube, or into abdominal cavity. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage) and uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case the exact time point of dislocation and perforation are unknown and, given the nature of these events, both were assessed as related to essure. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since interventions were required (endometrial ablation and hysterectomy). Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.